Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post device implant, it was confirmed that he associated leads were reversely connected with the device header. The decision was made to subject the patient to a second procedure to correct the leads with the header ports. The procedure was completed in absence of any adverse patient effects and to date remains implanted and in service.